Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting the lead terminal pins of the right ventricular (rv) lead and right atrial (ra) lead into the device header. Noise was also noted. The implant was successfully completed. No adverse patient effects were reported.